Manufacturer narrative:
According to the facility, it was reported that the syringe plunger can become stuck and is difficult to pull back. The facility noted that the black plunger component inside the syringe may flip upside down during retraction. The customer also reported that when pulling back to draw fluid, the syringe appears to draw air instead of fluid, and physicians have experienced resistance during radial access procedures. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, it was reported that the syringe plunger can become stuck and is difficult to pull back. The facility noted that the black plunger component inside the syringe may flip upside down during retraction. The customer also reported that when pulling back to draw fluid, the syringe appears to draw air instead of fluid, and physicians have experienced resistance during radial access procedures.